Event description:
I have many symptoms of breast implant illness. I have been to several drs starting at 6 months post implantation. I am developing auto-immune diseases and many other illnesses that I believe are related to my breast implants. They all developed after implantation at age (B)(6).